Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2009. Predilatation was performed prior to stenting for four xience v stents in the cx and the rca. Post procedure, the patient experienced a myocardial infarction. No treatment was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - myocardial infarction, as listed in the xience IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. It is possible that the elevated enzymes are a secondary effect of the myocardial infarction. A conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. Two of the xience v everolimus eluting coronary stent systems are being filed under the same MFR #. One xience v everolimus eluting coronary stent system was previously filed under MFR # 2024168-2008-01376.